Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0062) was damaged, squeezed, during an implant procedure of a new implantable cardioverter defibrillator (ICD). The lead was repaired with medical adhesive and silicon. The sensing signals and egms are ok. The lead remains implanted, and active.